Manufacturer narrative:
(B)(4). It was reported fixation feature breakage pre-op. One paper lid and a winding former with a re-parked used needle-suture of product code sxpp1a401 were received for analysis. During the visual inspection of needle/suture under 10x magnification, slightly marks on the body of the needle that appears to be by use of surgical instruments could be observed. In addition, body fluids at some barbs were found. No defects or damaged on the barbs were noted. However, one side of the fixation tab was broken. The manufacturing records could not be reviewed as the batch number is unknown. Per the sample condition, it could not be determined what may have caused the reported incident. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event reported that the device was not for the patient. The device returned for evaluation was used and fixation tab broken on one side. Please clarify if a second device was used and experienced fixation tab breakage?

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and barbed suture was used. Before the surgery, during preparation of the needle-suture, a nurse noticed that the fixation tab of the device had been broken. The product in question was not used for the patient. There were no adverse consequences to the patient. Upon evaluation of the device returned for evaluation, body fluids were found on the barbs and the fixation tab was found broken.